Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 192 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a lack of efficacy. The patient had good relief of spasticity with a trial dose of 50 mcg, "doesn't feel now". It was noted the patient did have a spinal fluid leak requiring two blood patches the week of the patient's surgery. The dose had been titrated up incrementally and now the patient was at 196 mcg/day. A dye study was attempted last week without manufacturer assistance in which they were unable to aspirate. The dye study was rescheduled for (B)(6) 2017 with a rep present, however they were still unable to aspirate. The decision was made to inject dye anyway and the patient received a bolus dose of 125 mcg. The patient was to be kept in the clinic for 5 hours to evaluate. It was noted dye flowed well through the catheter and myelogram was seen. The rotor study was normal. It was unknown if the issue was resolved, however surgical intervention was planned and scheduled for (B)(6) 2017. The patient was noted to be "alive - no injury". No further issues were reported or anticipated.